Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during an abdominal surgery, the operator could not get the tissue out of the staple load. Instrument fired successfully two times. On 3rd firing, instrument loaded, cycled and applied to tissue. Surgeon unable to complete the firing sequence and could not remove the instrument from tissue. Ultimately a second instrument was used and the initial instrument and load were transected with re loads. Procedure was completed without further incident.